Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. The customer called the technical assistance center for troubleshooting advice. They were advised to avoid hot swapping scopes and instead, power down to remove and install scopes in the light source. They were also instructed to clear any errors before trying an additional scope to prevent the same error from appearing. Since a third 190 scope operated properly with the car, it was suggested that the issue may lie with the two scopes originally attempted. The contact was provided with a case number and will call the technical assistance center (tac) again. Based on the results of the investigation, a definitive root cause could not be determined. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the evis exera iii video system center displayed communication error code e315. The issue occurred during an unspecified procedure and the procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.